Event description:
The handheld and software were returned to the manufacturer and underwent analysis. Upon analysis, no anomalies were found with the software. An analysis of the handheld identified that 2 of the flashcard slot pins were bent preventing the flashcard from fully seating in the handheld device. As a result, the handheld was unable to read or write to the flashcard. The cause for the bent pins is associated with mishandling of the device. Once the pins were straightened, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.

Event description:
It was reported that the physician was having problems with his vns handheld computer. The handheld was on the beginning windows screen and would not progress to correct screen. A hard reset was performed and a screen that said "unrecognized card, enter the...," and "unk card in socket 1" appeared. The handheld had previously undergone a software upgrade. Attempts for further info have been unsuccessful to date.